Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia with blood glucose level of 450 mg/dl. Customer¿s other blood glucose level was 319 mg/dl and 118 mg/dl. Customer declined troubleshooting for high blood glucose level. Customer did not mention any treatment and symptoms related to high blood glucose level. The insulin pump will be returned for analysis and the other device will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the displacement, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No device deficiency anomaly noted during test.